Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2022, product type catheter. Product ID 8781, serial# (B)(6), implanted: (B)(6) 2022, product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 28-nov-2024, UDI#: (B)(4); product ID: 8781, serial/lot #: (B)(6), ubd: 29-nov-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer and health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal morphine (unknown concentration and dose) via an implantable pump for unknown indications for use. It was reported that a dye study was unsuccessful and they were unable to aspirate the catheter access port (cap) to see if there was an issues with the catheter that caused the patient to have an event the patient described as an underdose. The rep stated that they were unaware of the date of this event. The rep further reported that there were no falls recalled by the patient. Diagnostics/troubleshooting performed included  the pump interrogated with no issues seen on the report and a dye study attempted by dr. (B)(6) on (B)(6) 2024. It was further reported that the hcp was ordering the patient to have a computed tomography (CT) myelogram done as well as a catheter revision. The patient had a surgical consult with the neurosurgeon on (B)(6) 2024. The issue was not resolved at the time of the report and the patient's status was "alive-no injury". The patient's weight and medical history was asked but was not made available due to legal/confidential reasons.